Manufacturer narrative:
Product ID 3037, serial# (b)(); product type programmer, patient product ID 3 093-28, lot# va0e03x, implanted: 2013 (B)(6); product type lead product ID 3093-28, lot# va0e03x, implanted: 2013 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient had a loss of therapeutic effect. It was noted, the patient went seventeen times the day prior to call and was getting up multiple times at night. It was reported, the patient¿s leg was twitching. It was noted, the patient was reprogrammed on 2014 (B)(6) and had an appointment scheduled for 2014 (B)(6). Additional information received reported that the patient initially had greater than 50% symptom reduction then they did not. The patient could feel the stimulation and had felt the stimulation while the device was implanted. It was noted that the issue was resolved after removal and replacement. The patient had painful stimulation and twitching. It was reported that the patient outcome and status was much improved when off. It was also reported that x-rays were taken, impedances were tested, and the device was reprogrammed on 2014 (B)(6). The cause of the issue was the displaced electrode and abnormal impedances. It was noted that intervention of electrode replacement was planned for 2014 (B)(6). The patient outcome was not available.